Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive while the device otherwise operated and charged normally, and a replacement was arranged; this aligns with a device problem of a nonworking key/button and involves the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome for which an appropriate impact description was not available. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device was confirmed and revealed an electrical problem consistent with a nonresponsive button associated with the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.